Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). No related capas. Complaint history review/trend analysis: (24 months review and percent of sales) 17 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the stopcock is broken at the lever of the wall which is used to turn the stopcock into a closed or open position. The breakage of the components indicates that the user turned the stopcock with a tool instead of by hand, leading to excessive torque applied. Failure mode: confirmed / stopcock breakage during use.

Event description:
(B)(4)- another broken drain in the neuro ICU. The off tab on the stopcock between the collection chamber and the bag broke. Complaint form returned, confirmed additional medical intervention was required but there was no harm to patient and the drain was changed out.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). The lot number of the affected part was not provided. Per (B)(4) rev 09 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 4.36. Cause - stopcock valve unable to turn or rotate. Effect (harm) - delay in patient treatment, over / under drainage of csf and infection residual risk medium. The hazards identified have been reduced as far as possible, and the luer lock connectors fitment are designed in compatible with iso luer reference fittings and the hazard can be occurred using the device which is not compatible with iso 80369-7 luer reference fittings. Further investigation to be carried out.

Event description:
Nt821731c - another broken drain in the neuro ICU. The off tab on the stopcock between the collection chamber and the bag broke. Complaint form returned, confirmed additional medical intervention was required but there was no harm to patient and the drain was changed out.